Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint, and completed the device evaluation. Failure analysis investigations replicated and confirmed, the customer reported complaint. The fenestrated bipolar forceps was found to have a loose pitch cable at the distal and proximal end. No damage was found to the clamping pulley. There were no loose clamping pulley screws, no broken cables at the backend. The fenestrated bipolar forceps was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.045 - 0.200 in length. And were not aligned with the tube axis. Visual inspection found the conductor wire with insulation damage, no thermal damage found, no material missing.

Event description:
It was reported, that during a da vinci-assisted pulmonary lobectomy procedure. The user observed non-intuitive movement of the fenestrated bipolar forceps instrument. According to the report, the fenestrated bipolar forceps had a "poor movement (there was a time lag when rotating the instrument), and the angle of rotation does not match". Troubleshooting was attempted, by re-attaching the sterile drape adapter and verifying the instrument ring. However, the issue persisted. A backup instrument was installed, and this resolved the issue. Proper movement was confirmed. The user completed the procedure with no further issue. No fragment fell inside the patient. No known impact or patient consequence was reported.